Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluated by mfg = device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a lower extremity angiogram, a micropuncture transitionless stiffened cannula access set's wire unraveled. Ultrasound-guided access was obtained. The physician inserted the micropuncture wire through the micropuncture sheath and into the popliteal artery. Resistance was encountered as the wire was passed through an unknown stent in the popliteal artery, and the tip of the wire reportedly ¿sheared¿; however, it was removed in ¿one unit¿. The wire was pulled back through the sheath. Per the reporter, it is possible that the wire may have gone behind the stent, causing the wire damage. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
Summary of event: as reported, during a lower extremity angiogram, a micropuncture transitionless stiffened cannula access set's wire unraveled. Ultrasound-guided access was obtained. The physician inserted the micropuncture wire through the micropuncture sheath and into the popliteal artery. Resistance was encountered as the wire was passed through an unknown stent in the popliteal artery, and the tip of the wire reportedly ¿sheared¿; however, it was removed in ¿one unit¿. The wire was pulled back through the sheath. Per the reporter, it is possible that the wire may have gone behind the stent, causing the wire damage. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The wire was unraveled/elongated, starting at approximately 34.5-centimeters from the proximal end. The solder ball was intact. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformance's on the final or sub-assembly lots. A review of complaint history found no additional complaints for this lot number. The product IFU cautions ¿when inserting, manipulating or withdrawing a device through an introducer, always maintain introducer position.¿ the IFU also states ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure contributed to this event. Per the reporter, it is possible that the wire may have gone behind a stent, causing the wire damage; however, this cannot be definitively determined. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.